Manufacturer narrative:
Based on the information provided the patient's post operative course included, acute respiratory failure, wound dehiscence, infection and sepsis. The information was provided by a medical professional and stated that the patient's post operative course was considered to be procedure related and was not related to the phasix mesh implant. The mesh was subsequently explanted and returned to davol for evaluation. No anomalies were found. As reported the event is not considered to be related to the phasix mesh implant. A review of manufacturing records was performed and product met specification when release to stock.

Event description:
The following was reported to davol: (B)(6) 2014 - patient was implanted with the phasix flat mesh during a rectro-rectus procedure with component separation, posterior technique to repair a primary incisional hernia. The hernia was located in the midline and presented with swiss cheese configuration, with a defect length of 15cm and width of 8cm. (B)(6) 2014 - postoperatively the patient developed acute respiratory failure, related to the operative procedure; not the mesh implant. (B)(6) 2014 - patient continues to have ongoing treatment for respiratory failure which is considered procedure related and not device (mesh) related. (B)(6) 2014 - patient experienced fascial wounds dehiscence, not related to the device. Mesh intact and without infection. Incision reopened and wet to dry packing applied. Md at bedside noted sero sanguinous damage with no signs of infection. (B)(6) 2014 - onset of sepsis. Patient spiked a temp of 109 degrees. (B)(6) 2014 - patient underwent explant of the mesh as "all other sources of sepsis have been evaluated and treated except the mesh." The wound was left open and packed after explant of the mesh. Also reported was that the patient appeared to be in full blown sepsis, however, no pathogen has grown out from blood, sputum or wound cultures. Patient is still comatose, however, is moving to stimuli and temp has normalized.